Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.